Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for (1) sample, when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. On (B)(6) 2021, the initial sample generated positive results for sars-cov-2 & influenza a and negative for influenza b. Upon a repeat test of the same sample on another cobas® liat system, the results were negatives for all 3 targets. The results were not reported to the patient. No patient harm was alleged. An investigation is currently ongoing.

Manufacturer narrative:
The customer used a med schencker 3ml med schencker kag075 collection kit, which is off-label. Given no data or lot number was provided, a limited investigation was performed with the information available to rule out any contribution to the allegation. No product problem was found. (B)(4).